Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: all keypad buttons were intermittently responsive during testing. It was observed that the keypad was lifting from the keypad base, the buttons were damaged and there was evidence of keypad contamination under all the buttons. Unrelated to the complaint the bolus button was found to be intermittently responsive during testing and a hole was observed in the rubber. On investigation the internal plug contact was misaligned.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.